Event description:
Related manufacturer reference number: 1627487-2023-00994. It was reported that patient had high impedances on their leads, and as a result the patient was experiencing chronic pain. Surgical intervention took place where the left lead was explanted and replaced to address the issue, therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.